Manufacturer narrative:
Sample received was found within smiths medical specification as no occlusion was observed during water leak test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device kit will not flush. No patient injury was reported.